Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and was unable to obtain ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6; device problem code. Device evaluation: the customer's report of "failed self test for defib" was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The processor/bridge/pace board was replaced and scrapped as a precaution. The customer's report of "no ECG signal" using the multifunction cable was observed during review of the device activity logs. The ECG board and hv capacitor were replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.